Manufacturer narrative:
(B)(4) . No conclusion code available; failure event observed during analysis. Final analysis found insulation abrasion exposing the outer coil at 50 cm to 50.3 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.